Manufacturer narrative:
The revision reported was likely the result of prosthesis wear and an insufficient bond between the tibial tray and the bone which led to aseptic (non-infected) tibial loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. It is possible that a contributing factor to the reported wear may have been the result of being packaged in a non-conforming bag for more than 5 years before it was implanted. The extent and root cause of the prosthesis wear and tibial loosening could not be confirmed as the device was not returned for evaluation, and radiographs were not provided.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 6 years and 4 months post the initial left total knee arthroplasty, the patient has discomfort and periods of inflammation. X-ray showed signs of loosening of the tibial component and delamination of the insert in both compartments. Slight joint effusion, slight laxity. The patient was revised. The tibial insert was deteriorated when removed.